Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged experiencing dry mouth, difficulty breathing/short of breath and headache. There was no report of serious or permanent patient harm or injury. The device was returned to a manufacturer for investigation. Evaluation of the device found no issues. The reported problem was unable to be confirmed.